Manufacturer narrative:
Event date is an estimate.

Event description:
It was reported the patient lost therapy as the ipg reached end of service (eos). It is unknown if the ipg depleted prematurely. As a result, surgical intervention may be undertaken in the future.

Event description:
Surgical intervention was taken where the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined..